Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 0.8 mmol/l and 6.8 mmol/l. The lot number of the test drum was not provided. No adverse event reported. Test drum was discarded; therefore, no product could be requested to be returned for product evaluation.